Event description:
It was reported that during an unknown procedure, the handpiece didn¿t work properly. Customer cannot provide anymore details about the circumstances in which the issue occured. No patient consequence was reported .

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive, the acoustic isolator was torn and degradation of the hand activation wire outer jacket was observed. However this last part will not interrupt device function or generate an alert screen, not contributing to the reported event. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. It is probable that the ingress of moisture affected handpiece functionality. No conclusion could be reached as to how the moister got into the handpiece.